Event description:
On 12/30/95 at 4:30 p.m., vent tubing was noted to be melted. Area 1-1/2 inches in length on white tubing, approx 1 1/2 feet away from the child was noted to be melted. Area 2 inches in length on blue tubing, approx 8 inches from the child was also noted to be melted. Approx 5 minutes prior, the heat setting was 34 degrees. At the time melted areas on tubing was noted-temperature reading was 34.1 degrees. Several minutes later the heat temperature was 35 degrees. Approx age of device 2 days. New circuit applied.